Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4 on a patient with a restricted posterior leaflet. A mitraclip xtw was inserted and placed on the mitral valve. However, while attempting to remove the lock line, a knot was observed on the lock line, resistance was encountered, leading to the clip opening, the clip completely detached from the leaflets, and the clip embolized. A snare was inserted and the clip was able to be removed from the patient. A new clip was then inserted and deployed on the mitral valve, reducing mr to a grade of 2. There were no adverse patient effects and no clinically significant delay in the procedure.